Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the calcium electrode tip (part #467769). The customer reported that this resolved the issue. Per the dxc instructions for use, the tip should be replaced by the customer every 6 months. The customer stated that she did not know when the electrode tip was last replaced. (B)(4).

Event description:
A customer reported their dxc 800p analyzer generated false low calc (calcium) results for 64 patient samples. The results were reported out of the lab. When the issue was noticed, samples were repeated and reports amended. There was no affect to patient treatment.